Manufacturer narrative:
Physical evidence in the form of deep gouges to the return shaft insulation, scratches of the return cap and damage to the electrode assembly suggests that the root cause of electrode dissociation for both devices associated with this event was caused by abnormal use. This type of damage is indicative of abrasive contact with hard object such as the inner boundaries of a cannula. IFU has many warnings and precautionary statements regarding the use of the wand including: - this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes. - do not use the wand as a lever to enlarge surgical site or gain access to tissue. - excessive wear of electrodes may result from vigorous use against bony surfaces. - do not contact metal objects while activating the wand. Damage to the tip may result.

Event description:
It was reported that during a hip procedure using a super turbovac 90 icw wand, the plastic seal around the tip of the wand became loose and detached while inside the surgical site. The detached piece was abandoned inside the surgical site, and the procedure was completed using a back up device. There have been no patient complications reported as a result of this procedure.